Event description:
Updates were made to the product analysis summary for the returned lead.

Event description:
It was reported that the patient had their vns lead and generator previously explanted. No reason for explant or explant date was provided. Product analysis for the lead was approved. Continuity checks of the returned lead portion were performed during the functional analysis, and no discontinuities were identified. Other than a tear opening on connector boot, the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. Note that since a significant portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Pa for the generator was approved. An interrogation and system diagnostic tests were performed. The device output signal was monitored for more than 24-hrs and a comprehensive automated electrical evaluation (shows an ifi (intensified follow-up indicator) no condition) was performed. No anomalies were seen, and the device performed according to functional specifications.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may have not been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.